Event description:
The trilogy evo ventilator was returned to the manufacturer service center for service. The device was not in use on a patient at the time of the occurrence. During the evaluation a 'ventilator service required" alarm occurred, and the screen did not respond by touching, resulting in being unable to turn the power off. An error code in relation to "touchscreen in display failed" was recorded in the device event log. Therefore, the display was replaced to address the issue. Additionally, the trilogy evo machine flow sensor was replaced as a part of service. No other abnormalities were found. The technician performed final test and passed. The device was sent for run-in test and cleaning then confirmed the unit operated properly. The software version was checked (ver.1.06.10.00).